Manufacturer narrative:
Date of event is estimated. The directions for use states that the implant must be charged every 30 days to avoid battery depletion. Based on the information received, the cause of the reported incident is related to user error.

Event description:
Related manufacturer reference number: 1627487-2021-14059. It was reported the patient was not receiving effective stimulation and diagnostics indicated high impedances. Due to ineffective therapy patient did not charge their ipg as recommended, causing the ipg to become inoperable. In turn, surgical intervention was undertaken wherein the entire scs system including the lead and the ipg was explanted and replaced. This addressed the issue.